Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had very dark light. It occurred during preparation. There were no reports of patient harm.

Event description:
It was reported that the subject device had very dark light. It occurred during preparation. There were no reports of patient harm. Additional information was provided by the customer: the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dented distal edge, loose adapter, cracked on side of video connector. Based on the results of the investigation, it is likely the following led to the malfunction: light fail transmission. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.